Event description:
It was reported that the user experienced recurrent low glucose events after announcing and eating a meal and then walking while the ilet pump remained connected, with the lowest sensor reading of 56 mg/dl; the user was educated to pause insulin delivery before exercise begun immediately after meals, resume upon return, avoid additional meal announcements, and treat lows with oral glucose, and was advised to confirm low alerts with a fingerstick. Symptoms included hypoglycemia without reported autonomic or neuroglycopenic manifestations. Outcomes included the need for medication intervention with oral glucose. Investigation included communication with the user and analysis of user-provided information. Investigation of this case revealed no device findings and insufficient information to identify a device-related malfunction, and no specific device component could be implicated. It was concluded, based on previously established findings for similar reports, that the cause was not established.